Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was over 200 mg/dl. Troubleshooting found the customer's drive support cap was flush. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.